Manufacturer narrative:
A new device history review was requested to be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the as received condition of the implant was broken into four pieces with additional marks and scratches on the surface finish. Measurement of the implant width was unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Inspection / measurement of the returned part showed that it meets all dimensional requirements for undamaged features. Features at the location in which the plate broke were unobtainable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the implantation of the above cage with the standard implant holder the cage broke. A new travios cage was implanted on a unknown date. No further information was provided. This is report number 1 of 1 for (B)(4).

Event description:
During the implantation with the standard implant holder and hammering on the holder the cage broke. The surgeon picked out the pieces of the broken cage between the vertebral body. The cage is peek (polyetheretherketone), so the surgeon cannot see on the x-ray if he picked out all of the pieces of the broken cage. This added thirty minutes to the operation time.

Manufacturer narrative:
Additional narrative: device history record review: part number 08.804.167 and lot number 5157716 had no non-conformance reports. Vertebral spacer- tr, part number 08.804.167, is an assembly created with subcomponents 08.804.167.1 and 889.961.02. Component 08.804.167.1 and lot number 5045135 had no non-conformance reports. Material 41019, lot # 5011610 from which these parts were made had no non-conformance reports and certificates were found to be in order. Subcomponent with part number 889.961.02 and lot number 5084678 had no non-conformance reports. Material 21038, lot # 4924496 from which components 889.961.02 was made had no non-conformance reports and certificates were found to be in order. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.